Event description:
The pt was undergoing right hip arthroscopy. The surgeon used the stryker (B)(4) guardian hip distraction system for traction. The stryker rep was present. According to the surgeon, directions were followed on boot placement. The surgery lasted for 6 hours with approx 3 hours of traction used. After the surgery, the pt complained of severe calf pain on the side contralateral to the surgery. It was found the next morning that the pt had compartment syndrome possible due to the boot of the device.